Manufacturer narrative:
Concomitant medical products: 694865, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial tachycardia/atrial fibrillation (at/af) episode appeared to be oversensing, possibly external oversensing noise. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.